Manufacturer narrative:
The company service representative examined the system and found that there were unstable signals and post pulses from the q-switch and amp out signals. The company service representative adjusted the dump time settings, which stabilized the signals. Additionally, the company service representative found that there was significant debris on the objective, which was cleaned. While the company service representative did perform corrections to address the post pulses from the q-switch and amp out signals, as well as cleaning debris from the objective, it remains inconclusive at this time whether these findings may or may not have contributed the reported event. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Device evaluated by MFR: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
During a laser assisted cataract surgery there was an incomplete capsulotomy and fragmentation of the left eye. There was a small tag that the surgeon attempted to manually complete. Once the natural lens was removed a radial tear was noted. The patient was to receive a one piece multifocal lens, however, a three piece monofocal lens was inserted.